Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was an incomplete portion in the middle of the staple line on both sides of the transection. The procedure was completed with another device of the same product code. There was no patient consequence.